Event description:
It was reported that this pacemaker system exhibited loss of capture with asystole on the right ventricular (rv) lead channel during threshold testing, which caused the patient to experience shortness of breath and lightheadedness. Technical services (ts) was consulted and advised on programming fixed pacing output. No additional adverse patient effects were reported. This device remains in service.